Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: the event description has been updated with a new medical device brand name. D.1. Medical device brand name: needle 30x1/2 rb. D.2. Common device name: hypodermic single lumen needle . D.2. Medical device catalog #: 305106. D.3. Medical device manufacturer: columbus. D.4. Medical device expiration date: 2023-12-31. D.4. Medical device lot #: 8290968. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: columbus. G.5. PMA/510(k)#: k021475. H.4. Device manufacture date: 2018-10-17.

Event description:
It was reported that needle 30x1/2 rb penetrated through shield. The following information was provided by the initial reporter: it was reported that needle poked through the plastic cap causing a needle stick to office staff. Per complaint details received: according to the medical specialist, there was an injection needle which had poked through the plastic cap and the needle ended up causing a finger stick to the office staff. The injection needle was curled backwards. Regeneron medical information contacted the office staff and she stated that the needle did cause a finger stick resulting in just a small amount of blood. She did not request replacement and nothing could be retrieved as everything was discarded and she did not have lot number and serial number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ needle penetrated through shield. The following information was provided by the initial reporter: it was reported that needle poked through the plastic cap causing a needle stick to office staff. Per complaint details received: according to the medical specialist, there was an injection needle which had poked through the plastic cap and the needle ended up causing a finger stick to the office staff. The injection needle was curled backwards. Regeneron medical information contacted the office staff and she stated that the needle did cause a finger stick resulting in just a small amount of blood. She did not request replacement and nothing could be retrieved as everything was discarded and she did not have lot number and serial number.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 8290968. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle 30x1/2 rb penetrated through shield. The following information was provided by the initial reporter: it was reported that needle poked through the plastic cap causing a needle stick to office staff. Per complaint details received: according to the medical specialist, there was an injection needle which had poked through the plastic cap and the needle ended up causing a finger stick to the office staff. The injection needle was curled backwards. Regeneron medical information contacted the office staff and she stated that the needle did cause a finger stick resulting in just a small amount of blood. She did not request replacement and nothing could be retrieved as everything was discarded and she did not have lot number and serial number.